Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet user experienced a high blood glucose excursion after a supply change and a small breakfast with an announcement. Continuous glucose monitor (cgm) readings were around 350 mg/dl and confirmatory fingerstick around 320 mg/dl. Delivery troubleshooting identified no device issues, and cgm values were falling during the call. Symptoms included hyperglycemia without signs of diabetic ketoacidosis. Outcomes included return of blood glucose to range without hospitalization or medical intervention beyond monitoring and continued device use. Investigation included review of device use, confirmation of insulin delivery function, cgm and fingerstick comparison, and analysis of the uploaded report. Investigation of this case revealed the excursion was consistent with an under-announced meal and situational stress, with no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors, including inaccurate meal announcement and stress-related hyperglycemia.